Manufacturer narrative:
It was also reported that the patient was placed under general anesthesia on (B)(6) 2023.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (1.5 tesla). The patient's head was wrapped as recommended by cochlear. Subsequently, the patient underwent a revision surgery to reposition the implant magnet (specific date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on november 23, 2023.